Manufacturer narrative:
On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics. Nine days after onset, the patient was recovered from the peritonitis and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unreported date in 1956. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as non-compliance to sterilization technique (no further detail). On the same day as onset, the patient was hospitalized for the event. No further detail was provided regarding the treatment for or outcome from the event. At the time of this report, dianeal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.